Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced chest pain coincident with automated peritoneal dialysis (apd) therapy. The cause of the event was not reported; though the patient was connected to the homechoice machine. The patient went to the hospital at the onset of the chest pain; however, it was unable to be clarified if the patient was admitted to the hospital for the event. Treatment details were not reported. Action taken with apd therapy was not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.